Manufacturer narrative:
Approximate age of device - 41 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was at a routine clinic appointment and their lvad system was producing a warning low speed advisory and observed multiple power spikes. Status post pump exchange on (B)(6) 2018 for a driveline fracture addressed under complaint #(B)(4). No clinical symptoms were reported. Technical services reviewed the submitted log file and observed transient power elevations and a low speed advisory that was at 8510 rpm while on battery. The power did increase right then. It looks like something may have impeded the rotor and cleared immediately. There were no other unusual events seen within the log file. On (B)(6) 2018, it was reported that the power spikes were likely non-clinical and the patient did not experience any clinical symptoms. The patient¿s labs were drawn and their ldh was slightly elevated 253 u/l (116-25u/l). Increased target inr range to 2.5-3.5. There have been no further issues and it is not known what may have impeded the rotor. The patient at home in stable condition and next scheduled appointment on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The review of the log file provided by the account confirmed the reported low speed event and power elevations; however, a specific cause could not be conclusively determined through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.